Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient follow up the programming system started to smoke and the screen shutdown. No adverse patient effects were reported. The programmer will be return for repair/analysis.